Event description:
It was reported that a dexcom g7 sensor that had been functioning initially disconnected from the ilet, remained visible in the dexcom app, and could not be re-paired to the ilet despite an ilet restart and guided reconnection steps; the user replaced the sensor and began a new warm-up, and blood glucose was stable at 118 mg/dl with no impact. Symptoms included no adverse physiological effects. Outcomes included no interruption in clinical status and no medical intervention. Investigation of this case revealed an inability of the ilet to establish or maintain communication with the cgm sensor. It was concluded that the event was related to a communication or pairing failure between the ilet and the dexcom g7 sensor without patient harm.